Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited loss of capture on the right ventricular channel. Device data was sent to rhythmcare for analysis. Rhythmcare provided further troubleshooting and programming options. This device remains in service. No adverse patient effects were reported.